Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The 3.0 x 32 mm taxus liberte stent was advanced to the calcified right coronary artery (rca); however, the device was unable to cross the lesion due to the calcification. The physician attempted to pull the device back and the stent dislodged inside of the unspecified guide catheter. No pt complications were reported. Add'l info was requested, but is not available.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.